Manufacturer narrative:
Updated: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined; however the reporting user did not believe the device contributed to the patient death.

Event description:
Per additional information received (B)(6) 2017, the physician stated the patient death was not due to the device and the patient outcome was not product related. No further information was provided.

Event description:
On (B)(6) 2017, an avr was performed and a 27mm trifecta gt valve was implanted. Per report, the patient died the same day. Additional information has been requested.